Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Event description:
It was reported that the pump exhibited a bubbled/delaminated downstream occlusion sensor seal. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged downstream occlusion seal. Visual and functional tests were performed and the reported issue was duplicated. The cause of the reported issue was due to downstream occlusion seal and a loose air detector. As a result, the downstream occlusion seal/sensor, bezel, and air detector were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.